Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 and the air gas module were replaced. No goods have been received for investigation. No new events on this ventilator have been reported until this date. Evaluations of the received device logs show no matching event on the reported event day, since the log file didn¿t cover the reported date. However between january 29, at 03:23 and 10:23, several alarms for low and high o2 concentration were generated and will confirm the event. A pre-use check was confirmed to be successful prior to this ventilation period. Our conclusion into this case is that the nozzle units were faulty and causing the oxygen to fluctuate.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that, during patient treatment, the o2 concentration was fluctating. There was no patient harm. (B)(4).